Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device was able to power on using both battery and ac power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. During the testing the device went into a 10 beeps error, also when the device is moved around while in the docking station it loses connection to the docking station and takes a few seconds to re-establish. Internal inspection showed the pogo pins on the system circuit board are stiff potentially causing communication issues with the docking station. Additionally chip u21 on the system board was determined to be faulty causing current leaks which are responsible for the 10 beep error. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported handheld will switch off itself despite a good battery's status. No patient impact or consequences were reported.